Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. A kink was found on the catheter tubing approximately 38.6cm from the iab tip. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from the iab tip. A break in the optical fiber was found within the membrane approximately 25.4cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). H3 other text : device not returned.

Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The alarm was explained to the customer and they were guided in disconnecting the fiberoptic cable and connecting the transduced inner lumen to the iabp. Therapy was not interrupted. There was no patient harm or adverse event reported.